Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was admitted due to a ventricular tachycardia which was not treated by the device. The physician suspected system undersensing; data has been sent for a technical services evaluation. It was additionally reported that during the episode the patient suffered a stroke of unknown size. Technical services reviewed device data and confirmed the rhythm at the time of the episode was below the programmed therapy zone; thus the reason for no device therapy and normal operation. No further or additional information regarding the patients status has been communicated.